Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported via email by the sales rep that the customer's expressew iii w/o hook was defective. No further information at this time, but it was discovered non-operatively with no patient involvement. The device is being returned. Additional information received on 7/30/2018: the expressew needle that goes inside of the instrument was sticking or getting caught so that it would not pass easily.

Event description:
Additional information received from customer on (B)(6) 2018: the device was not used to complete the procedure. A different needle was used to complete the procedure. The needles were discarded.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint can be confirmed. Visually, the device was free of any gross visual defects. An eiii needle was loaded into the gun and fired. The needle became stuck in the fired position and had to be removed manually. The device is reusable. This type of failure is typically observed when debris builds up within the shaft of the device, which may be due to improper cleaning after being reused. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).